Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected an increase in shock impedance, and a request was made to have data from this device analyzed. Technical services (ts) reviewed available data, noting there has been a steady increase in shock impedance since around (B)(6) 2024. In (B)(6) 2024, the right ventricular (rv) pace impedance increased quite rapidly, and over the last twelve months the right atrial (ra) atrial impedance has gradually decreased while the left ventricular (lv) impedance has been quite variable. There is no evidence of noise or under- or over-sensing on the stored electrograms (egms). There have been no shocks delivered by the device. Ts asked if there has been a change in patient medication or clinical condition and provided troubleshooting recommendations. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected an increase in shock impedance, and a request was made to have data from this device analyzed. Technical services (ts) reviewed available data, noting there has been a steady increase in shock impedance since around (B)(6) 2024. In (B)(6) 2024, the right ventricular (rv) pace impedance increased quite rapidly, and over the last twelve months the right atrial (ra) atrial impedance has gradually decreased while the left ventricular (lv) impedance has been quite variable. There is no evidence of noise or under- or over-sensing on the stored electrograms (egms). There have been no shocks delivered by the device. Ts asked if there has been a change in patient medication or clinical condition and provided troubleshooting recommendations. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected an increase in shock impedance, and a request was made to have data from this device analyzed. Technical services (ts) reviewed available data, noting there has been a steady increase in shock impedance since around (B)(6) 2024. In (B)(6) 2024, the right ventricular (rv) pace impedance increased quite rapidly, and over the last twelve months the right atrial (ra) atrial impedance has gradually decreased while the left ventricular (lv) impedance has been quite variable. There is no evidence of noise or under- or over-sensing on the stored electrograms (egms). There have been no shocks delivered by the device. Ts asked if there has been a change in patient medication or clinical condition and provided troubleshooting recommendations. No adverse patient effects were reported. This crt-d remains in service. Additional information received in june 2025 indicates commanded shock testing was performed: a 1.1-joule shock resulted in an impedance of 73 ohms and a 41-joule shock resulted in an impedance of 111 ohms. Within the shock vector breakdown, the rv coil showed values of approximately 180 ohms. Therefore, single coil configuration is not an option. The doctor would like to continue to monitor the rv lead and will consider replacement to a single coil lead at time of device replacement in 2.5 years (the crt-d has approximately 2.5 years of estimated remaining battery longevity). Besides commanded shock testing, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.